Event description:
It was reported by the olympus representative, during preparation for use, the forceps adjustment on the evis exera duodenovideoscope had malfunctioned. No other malfunction was identified. The procedure was not affected by the event. The procedure was completed with another device. There was no problem with any previous procedure and reprocessing per olympus standards. No patient harm reported. During the evaluation of the device, it was noted foreign material came out of the nozzle due to incorrect or insufficient reprocessing. This report is to capture the reportable malfunction of foreign material came out of the nozzle due to incorrect or insufficient reprocessing noted at estimation.

Manufacturer narrative:
The device was evaluated, the reported issue was confirmed. Angles were insufficient. The biopsy channel had a leak. The connecting tube and universal cord had a scratch. The paint was peeling off the suction cylinder nut. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 10-mar-2022 a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to debris from the previous procedure remaining in the nozzle due to inappropriate reprocessing after the procedure. The event can be detected/prevented by following the instructions for use which state: preclean devices immediately after procedure. Otherwise, organic tissue from patients possibly adheres and not be able to remove by reprocessing. Remove clogging by feeding a/w channel in precleaning. Clean external surface of devices with clean gauze/sponge while taking care not to remain foreign material in a/w nozzle opening. How to feed a/w channel with detergent solution. How to remove detergent solution from channels. How to rinse disinfection. Olympus will continue to monitor field performance for this device.